Manufacturer narrative:
The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the device and noted that the glue on the bending section had cracks with portions of glue chipped off along the edges. There was white debri on the housing of the biopsy channel and foreign material was noted on the nozzle and the auxiliary channel. There was also foreign material noted in the gaps. A boroscope was used to inspect the biopsy channel and found scrapes markings and brown stains on the interior channel wall measuring approximately 95 mm from the distal end. The suction channel was also inspected and found no abnormalities. The scope passed the air leak test. Olympus was unable to determine the exact cause for the reported event since the piece that was retrieved from the patient was not returned for evaluation. The device was serviced and returned to the user facility. The instruction manual contains several warning to prevent patient injury and equipment damage: ¿before each case, prepare and inspect this instrument. Should any irregularity be observed after inspection, do not use it. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; as repairs performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair.¿

Event description:
Olympus was informed that during an unspecified procedure, a black rubbery or metal like foreign material fell from the distal end of the colonoscope and into the patient when a biopsy forceps was inserted into the colonoscope. The material was retrieved using an unknown device. It is unknown if the intended procedure was completed. There was no patient injury reported.